Manufacturer narrative:
The power cord was received by hillrom and forwarded onto the supplier for a thorough investigation. Initial inspection by the supplier determined that the power cord contained the ¿t¿ mark and therefore passed functional testing when manufactured. Cosmetic analysis of the cord was then performed where it was determined that from the surface, it showed the wires were burnt and broken. The plating of earth contacts was peeled off and exposing the base material/brass. This is often an indication that the unit had undergone or been subject to severe mated and unmated conditions in a stress position. The pins of l/n were worn out, and the shape of the pin¿s tip had deformed. In normal usage (proper usage of plug-in/pull-out), the plug can withstand long term usage, additionally the supplier performs annual reliability tests to keep monitoring of product reliability, so far, internally the supplier has not found any defect like this, but from the extremely worn-out appearance of returned sample, it was suspected that the part had been overused. Based on returned sample analysis, it was suspected that the burnt wire was generated due to improper use by user that causing the breakage at internal wire breakage that led to wire arcing and eventually burnt. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in "iec 60601-1". The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. To prevent injury from exposed wires and damaged housing, there are warnings in the dfu including: cords, cables, and accessories damaged from prior misuse can affect patient and operator safety. Inspect all cords, cables, and accessories for strain relief wear, fraying, or other damage according to the recommendations presented in the maintenance and service section of this manual. Replace as necessary. Inspect the ac cord for exposed copper before touching the cord. Unplug the ac cord only by pulling on the plug, never the cord. Never lift the monitor by the power cord or patient connections. Damage found to a device is readily detectable by visual inspection. A clinician would immediately recognize that the device was broken / damaged and would likely remove it from clinical service until the device is repaired or replaced. There was no serious incident reported and should this malfunction recur, it is unlikely to cause or contribute to a serious incident for the reasons stated above. Therefore, hillrom does not consider this complaint reportable.

Event description:
The customer reported the csm unit would not charge, when the nurse removed the plug from the socket it felt hot. It was then discovered that the plug had a scorch mark. There was no reported injury. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
No further information is available on the device at this time. Hillrom has requested for the power cord to be returned in order to conduct a thorough analysis. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported the csm unit would not charge, when the nurse removed the plug from the socket it felt hot. It was then discovered that the plug had a scorch mark. There was no reported injury this event was captured under hillrom complaint ref # (B)(4).